Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008 with an isoline 2ct-6 ventricular defibrillation lead. The physician reported several recorded episodes of ventricular oversensing, as observed in the files. No inappropriate therapy was delivered. The physician complains that it is time consuming to review all these episodes which were inappropriately classified.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: analysis of electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Discussion: according to available data, the device operated as intended. Oversensing events were observed on (B)(6) 2007 (and one on (B)(6)). These oversensing episodes were non sustained episodes and did not trigger any therapy (because they were non-sustained). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. Modifications of the algorithm are under eval; in case results of this eval are satisfactory, they will be implemented in future ICD generation; implementation in current available icds will be evaluated at that time.